Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of inappropriate auto-mode switch due to far r-wave oversensing were observed via remote transmission. Programming changes were made. There have been no problems or complaints since the changes were made.